Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 600 cc mentor memorygel breast implants, suffered right breast pain, lumps under the armpit and a right breast implant that was found to be leaking via mammography. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware of the following information: the patient had explantation surgery on (B)(6) 2020, and the right implant had exploded into breast tissue and under their armpit, had lumps and pain going down arm and pain the right breast before surgery. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture, breast pain, granuloma. On (B)(6) 2020, the investigation was completed. Device investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).